Event description:
The rn noticed the pt not being ventilated and started manual resuscitation on 100% oxygen. The rn noticed the ventilator not cycling, no alarm. The display was dark except graphic display was on with wave form frozen.